Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 487, 536 and 481 mg/dl. The customer¿s expected fasting blood glucose test result range is 120-130 mg/dl. The customer was not using the proper testing technique. Based on what she had eaten, customer stated she was not concerned with the meter memory results of 576 and 579 mg/dl. Customer was also not concerned with the meter memory result of 63 mg/dl, as she stated she had been experiencing symptoms at that time the result was obtained; the symptoms were not disclosed and no medical attention was reported as a result. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/17/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 94 mg/dl date: (B)(6) 2022 time: 6:07 am fasting, result 2: 576 mg/dl date: (B)(6) 2022 time: 11:29 pm fasting (not concerned), result 3: 579 mg/dl date: (B)(6) 2022 time: 11:25 pm fasting (not concerned), result 4: 63 mg/dl date: (B)(6) 2022 time: 7:28 am fasting (not concerned), result 5: 487 mg/dl date: (B)(6) 2022 time: 12:12 am fasting, result 6: 536 mg/dl date: (B)(6) 2022 time: 12:11am fasting, result 7: 481 mg/dl date: (B)(6) 2022 time: 2:02 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 23-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of: 28-apr-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.